Manufacturer narrative:
A patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smarttouch sf catheter and the patient experienced hypotension and pericardial effusion treated with pericardiocentesis. Device evaluation details: the product was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following johnson & johnson medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed. No magnetic, force, irrigation, deflection, temperature or electrical issues were found during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 12-feb-2026, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
A patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smarttouch sf catheter and the patient experienced hypotension and pericardial effusion treated with pericardiocentesis. It was initially reported that the trupulse generator displayed error code 307, electrode 1-4 ¿ high voltage detected on non-active electrodes. The varipulse catheter was repositioned without resolution. The catheter was replaced without resolution. The trupulse generator was rebooted and the issue was resolved. The procedure continued. The catheter cable was new, and the varipulse catheter was not part of the adverse event. It was also reported that the patient experienced a pericardial effusion with a thermocool smarttouch sf catheter. The pulmonary vein isolation (pvi) ablation was completed, and the physician was completing a right atrial flutter line when the anesthesiologist noticed that the patient was hypotensive. A pericardial effusion was identified using intracardiac echo. Pericardiocentesis was completed. The pericardiocentesis did not resolve the patient¿s effusion and the patient was sent to cardiac surgery for further intervention. During transfer, the patient was stable. No "steam pop" was heard prior to the patient becoming hypotensive. The radiofrequency (rf) was being delivered at 30-35 watts with an impedance range of 120-130 ohms. The force values were not available.